Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the system was in clinical use. The procedure was aborted and performed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that fluoro xray acquisition was not possible. Review of the system log file showed that the device xray pc was unreachable because of this xray acquisition was not possible. Further investigation showed that there is a problem with suite pc and its hard drives which is the main hub of the system. The philips engineer has replaced the suite pc, x ray pc and its hard drives and reloaded the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method codes was corrected.

Event description:
It has been reported to philips that the system would not provide fluoroscopy and switched off. There was no reported patient or user harm.